Event description:
Tap - it was reported that 13 days after implantation of 3.0x32 mm taxus express2 drug eluting stent, in-stent restenosis occurred despite the timing being more consistent with an in-stent thrombosis. During the initial procedure, a 30-40% in-stent restenotic lesion and a 90% in-stent restenotic lesion were located in the ostial and ostial/proximal left anterior descending (lad), respectively. The vessel was reported to be non-tortuous and the lesion was described as calcified. A 3.0x32 mm taxus stent was deployed at 9 atms (20sec.) Covering both the lesions. A post-intervention result of 0% stenosis was reported. The pt received heparin and plavix during the procedure. Pt complications were reported as "no complications." The pt presented 13 days after the initial procedure with an acute myocardial infarction and a 100% occluded lad. The pt reported that he had stopped taking plavix. A 3.0x15 mm balloon was inflated in the proximal to mid lad at 16, and then 17 atms. Post-intervention results were reported as "good flow". The pt was started on an IV nitroglycerin and received a reopro bolus during the procedure. An intra-aortic balloon pump was placed. Pt complications were reported as "none", and pt condition was reported as "satisfactory/good".

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch namely top assembly batch # 8513778 found that the device met its material, assembly and product specifications, at the time of release to distribution. Should further relevant info become available, a supplemental medwatch report will be filed.